Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to due to oversensing of noise via reduced intrinsic amplitudes. Technical services advised to bring the patient in for some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to due to oversensing of noise via reduced intrinsic amplitudes. Technical services advised to bring the patient in for some testing options. There were no additional adverse patient effects. The system remains implanted.